Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the cannula was broken on the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter: 1 np needle broken.

Event description:
It was reported that the cannula was broken on the bd micro-fine¿ pro pen needle. The following information was provided by the initial reporter: 1 np needle broken.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1-jun-2022. H.6. Investigation: eight open 32g x 4mm pen needle samples and four photos were returned from an unknown lot. No., cat. No. 320559. Visual examination was carried out on the returned samples and photos and a bent non patient end of cannula was observed on five samples, a broken non patient end of cannula was observed on one sample and a bent patient end of cannula was observed on one sample. No manufacturing related issues were observed. No issues were observed with the remaining sample. No DHR review can be carried out as lot number is unknown. As all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.